Event description:
It was reported that the user experienced hyperglycemia after being off the ilet pump for two days while awaiting insulin, used manual injections during that period, and then reconnected to the ilet with a plan to allow automated control to bring glucose back into range; troubleshooting and education were provided, including hydration and light activity guidance. Symptoms included elevated blood glucose without reported clinical symptoms or ketosis assessment. Outcomes included no hospitalization and a planned follow-up call to confirm glucose returning to range. Investigation included case intake, user interview, and troubleshooting. Investigation of this case revealed that the event occurred when the device was not in use and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.